Manufacturer narrative:
The device has been returned to the manufacturer for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported the pt had the device replaced due to increased pain symptoms. The drug in the pump was fentanyl at a concentration of 2200 mg/ml and a daily dose of 850 mg/day. No other symptoms or outcome were reported. A follow-up report will be submitted if add'l info becomes available.